Event description:
It was reported that the patient states that he had his original inflatable penile prosthesis (ipp)implanted seven to ten years ago. Patient states tat device stopped working approximately one year ago. He would squeeze pump and it would not refill and cylinders would not inflate. Doctor attempted to inflate device and the pump would not refill and the cylinders would not inflate. The device was removed and replaced. Upon removal, a broken tubing right above the pump was observed. The reservoir had no fluid left. The procedure was completed successfully.